Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient concurrently with anterior colporrhaphy and cystoscopy, due to stress urinary incontinence secondary to cystourethrocele and 2nd degree cystocele and urethrocele

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2012 by due to voiding dysfunction with urinary retention following previous sling procedure. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.